Manufacturer narrative:
Insulin pump received with no menu button, select, up arrow, down arrow, right arrow button response due to corroded keypad traces. Unable to perform the self test or displacement test due to corroded keypad traces. Pump also received with missing overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad of insulin pump was damaged. The customer¿s blood glucose level was 10.1 mmol/l at the time of incident. The insulin pump will be returned for analysis.